Event description:
Rptr states, pt developed severe migration of the acetabular cup, requiring revision surgery. Components were revised to a solid backed 50 cm cemented cup and a 26 mm poly 10 degree insert.

Manufacturer narrative:
Summary of evaluation: this acetabular component cannot be evaluated for rpt'd loosening as it has not been returned for evaluation.